Event description:
The customer reported recurring paddles related shift test failures.

Manufacturer narrative:
(B)(4). The customer reported recurring paddles related shift test failures. This is a report of a user initiated self test error. There was no patient involvement. Philips evaluated the device and confirmed the failure. Multiple extended self test error code 90008 entries were found in the status log. Philips replaced the power pca to resolve this malfunction.